Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing (pulse lead hi-pot/fall-off). The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief at the dn exposing wires. The cause for the incoming test failures is the pulled cable and exposed wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last patient to use this monitor did not report any deficiencies.